Manufacturer narrative:
The device was returned and an evaluation is complete. Functional leak testing was performed and a leak was noted at the spike port cap. Visual inspection noted the leak at the spike port tubing. The spike port cap was not completely sealed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration port tubing detached from an exactamix 500 ml eva tpn bag. This occurred before use while pumping medication into the bag, and led to a leak. There was no patient involvement. No additional information is available.